Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from fcs, approximately 1 year post tavr in the aortic position with a 23 mm sapien 3 ultra resilia, report a pvl with hemolysis. Mild pvl, hemoglobin at 9.2 down from 14.4, symptomatic from anemia, haptoglobin less than 8. Treatment plan is for post dilatation with 23mm true balloon. There is an allegation that the team attributes hemolysis to the ultra skirt, the physician says that he did not see hemolysis with pvl when it was sapien 3 valve. An image review was performed by an edwards physician on the provided valvepoint numbers provided by the fcs. Pre-procedural CT imaging demonstrated annular and lvot areas of 469.4 mm' and 457.2 mm', respectively, with noted narrow sinuses and sinotubular junction. During the tavr procedure on (B)(6) 2025, a 23 mm sapien 3 ultra resilia valve was implanted with +1 cc at an approximate depth of 90:10, with minimal waist observed on fluoroscopy. Post-implant angiography with a pigtail catheter positioned across the valve identified severe regurgitation, although differentiation between paravalvular and central origin was unclear. The valve underwent post-dilatation with an unspecified balloon volume; however, no additional fluoroscopic imaging was obtained, and no post-dilatation angiogram was performed for comparison. Immediate post-procedure transthoracic echocardiography demonstrated mild-to-moderate anterior paravalvular leak. Follow-up imaging at 30 days showed progression to moderate anterior/lateral pvl adjacent to a large area of native calcification. Subsequent transesophageal echocardiography on (B)(6) 2026 demonstrated moderate-to-severe pvl in the same region, and post-tavr CT on (B)(6) 2026 confirmed a significant anterior calcific burden with an egress pathway lateral to the calcium, consistent with the location of the regurgitant jet.